Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent and abdominal pain. The patient performs automated peritoneal dialysis (apd) and her husband sets up the cycler. It was reported that when the patient first started pd therapy, the husband was not home and did not get trained in proper aseptic technique. The cause of the peritonitis was from the husband not wearing a mask when setting up the cycler for pd therapy. He would hold his breath rather than wear a mask. Four days after onset, the patient was hospitalized for the peritonitis. On an unreported date during hospitalization, the patient was treated with an unknown antibiotic. Two days after being admitted, the patient began treatment for the peritonitis with vancomycin, 250 mg (route and frequency not reported), fortaz (ceftazidime), 1.25 gram (route and frequency not reported) and cipro (ciprofloxacin), 250 mg, intraperitoneally (daily). Two days after being admitted to the hospital, the patient was discharged. Two days after discharge, the treatment with vancomycin was withdrawn. Twenty three days after discharge, treatment with fortaz and cipro was withdrawn. Twenty seven days after onset, the patient was recovered from the peritonitis event. On an unknown date, both the husband and the patient were retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.